Event description:
It was reported that during endoscopic retrograde cholangiopancreatography for removal of a biliary stent and cholecystectomy, the forceps broke in the scope elevator and the scope was stuck in the patient. The scope had a snare deployed through it to snag a stent that was lodged in a patient. The snare was snagged by the stent and as the scope could not be released, the procedure was converted to an exploratory laparotomy to facilitate scope and snare removal. It was noted that the scope was in this predicament for several hours. There was no reported harm to the patient and the patient was discharged after the emergency laparotomy.